Event description:
It was reported that the patient presented via a merlin.net transmission showing post-paced t-wave oversensing. The oversensing was noted on a stored egm for a nonsusustained lead noise episode. Programming changes were recommended.

Event description:
New information received notes that post-paced t-wave oversensing was still observed with the previous programming changes. Further programming changes were recommended, however the physician preferred to monitor the patient without reprogramming at this time.